Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation and/or soreness. Patient also alleges sinus infections. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the service center visually inspected the device and found no evidence of foam degradation. Customer complaint could not be confirmed. During the evaluation, error# 4 ,(B)(6) 2021, 03:03:07 am, error# 4 ,(B)(6) 2021, 11:10:23 pm were registered. No thermal damage to the pca. No thermal stress to the enclosures. No voids present in the enclosures. The device has been scrapped.